Manufacturer narrative:
The pump had intermittent button response due to a flattened act button dome switch. No unlocked lcd keypad connector was noted. The pump was received with normal operating currents and no unexpected off no power, weak battery, bad battery, low battery, battery out limit, or failed battery test alarms were noted during testing. The pump passed the self test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No excessive no delivery alarm was noted during testing. The pump had minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received a no delivery alarm. The customer reported that the buttons were sticking. The customer's blood glucose was 12 mmol/l at the time of incident. The customer stated that the no delivery alarm kept recurring. The customer stated that they have not tried different cannula lengths. The customer stated that the insulin was not expired or denatured. The customer stated they do rotate sites and avoids scar tissue. The customer stated that the tubing was not bent or kinked. The customer stated that they tried all remedies. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will be returned for analysis.